Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture, so a revision procedure was performed. During the revision, it was noted that there was a kink in the lead lumen so a stylet could not be passed through. The kink appeared to be caused by the suture when the lead was originally secured. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.